Event description:
It was reported that an ilet user experienced a loss of communication between the ilet and a freestyle libre 3 plus sensor, with a pairing failure alarm followed by successful reconnection after the user rescanned the sensor, consistent with an intermittent communication failure potentially involving the antenna or related electrical and magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure and potentially involving the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.